Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint of black screen was confirmed. Upon inspection of the device, it was observed that black screen image was received for the device. The scope connector had fluid invasion. The issue of the image was resolved after aeration of the device. Other observations for the device: insertion tube insulation was low; switch (sw) sw1 had a cut; distal end plastic cover has deep dents and scratches; distal end rubber coating (a-rubber) adhesive has a crack that catches cotton and discoloration; and light guide lens has minor chip; light guide tube has scratches not affecting function. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use an e315 scope error message was received for the device on the screen without any image. There is no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, to update d8, and to add additional codes to h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope connector while the user was handling the device, which led to an abnormality in the electrical parts and resulted in the displayed error message (e315). The event can be detected and prevented by following the instructions for use (IFU) which state: "·inspection of the endoscopic image" "·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.